Event description:
A us distributor returned a monitor and reported being unable to recognize te connection.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (does not recognize te connection) has been confirmed. Upon investigation the monitor was unable complete essential performance testing. The monitor's electrode belt had bent pulse pins on the belt receptacle. The root cause for the damaged receptacle was physical abuse. There was no adverse event that resulted from the damaged monitor.